Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The device was received with minor scratches on the lcd window, a cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the pump got over heated and the numbers were spinning. Customer's blood glucose was 234 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.